Event description:
It was reported to boston scientific corporation that a endovive standard peg kit (exact upn is unknown) was used during a procedure performed in (B)(6) 2011 (exact day is unknown). According to the complainant, food was administered through the peg tube since the fall of 2011 (exact date is unknown). On (B)(6) 2012, it was noted that the upper part of the peg tube, outside the patient, had a hole in it. The nurse fixed it by cutting 2.5 cm from the top of the tube. After this the peg tube was functioning normally. This patient had been hospitalized for one month due to aspiration pneumonia; IV antibiotics (brand unknown) were used to treat pneumonia. The patient died on (B)(6) 2012.

Event description:
It was reported to boston scientific corporation that a endovive standard peg kit (exact upn is unknown) was used during a procedure performed in (B)(6) 2011 (exact day is unknown). According to the complainant, food was administered through the peg tube since the fall of 2011 (exact date is unknown). On (B)(6) 2012, it was noted that the upper part of the peg tube, outside the patient, had a hole in it. The nurse fixed it by cutting 2.5 cm from the top of the tube. After this the peg tube was functioning normally. This patient had been hospitalized for one month due to aspiration pneumonia; IV antibiotics (brand unknown) were used to treat pneumonia. The patient died on (B)(6) 2012. Additional information received on (B)(4) 2012: the hole was jagged and went across the peg tube. Prior to the hospitalization the patient was taking antibiotics (brand unknown) orally for this case of pneumonia.

Manufacturer narrative:
The complainant was unable to provide the upn and suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.